Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number 1 states, "material sensitivity reactions." This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2016-01076 / 01079).

Event description:
It was reported that patient underwent a left distal femoral replacement and hinged knee arthroplasty on (B)(6) 2010. Subsequently, a synovial biopsy was performed on an unknown date during which metal debris was identified. It was further reported that patient was revised on (B)(6) 2016 due to effusion. Patient's revision operative report dated (B)(6) 2016 confirms a revision was performed due to effusion. Patient's operative report noted reactive synovitis, metallosis of the synovium, fluid in the joint, clotted proteinaceous material, wear debris, and corrosion at the taper junction of the femoral and the diaphyseal components. Additionally, the opposite end of the diaphyseal component was fused at the taper junction with the taper adapter. The femoral component, diaphyseal component and taper adapter, and polyethylene components were removed and replaced. The operative report notes when the diaphyseal segment was replaced, it was removed and replaced again with a larger size.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Corrosion was noted on the femoral and diaphyseal segment taper junction. A design change has occurred to decrease the occurrence of crevice corrosion. A conclusive root cause for the event could not be determined.